Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that he experienced elevated blood glucose of 960 mg/dl and ketosis on (B)(6) 2011 due to a kinked infusion cannula. Pt had been using this type of infusion set for 2 months and noticed there was often redness around the infusion site. Infusion headset was inserted manually, and there was no insulin leakage. Pt was in (B)(6) at the time of the event, and he was hospitalized. Pt removed the headset and noticed the cannula was crimped. Pt switched to a different type of infusion set and rec'd an insulin drip as treatment. Pt was hospitalized for 3 weeks, and it took 6-7 days for blood glucose to decrease to normal range of 140-152 mg/dl. Infusion sets were replaced. Alleged infusion set was discarded and will not be retuned for eval.